Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23april2019. The manufacturer's field service engineer confirmed the reported nav-ring issue. The fse reported that the touchscreen was functioning. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported a failed nav-ring.there was no patient involvement. Event date not specified; estimate used.